Manufacturer narrative:
The following fields have been updated due to additional information: describe event or problem: it was reported that the bd ultra-fine¿ mini pen needle leaked during the injection and the consumer had "higher numbers" for the glucose levels. It was also reported that the insulin flow "stopped before complete dosage", causing the consumer to press harder on the button to "complete dosage". Brand name: bd ultra-fine¿ mini pen needle. Medical device catalog #:320119. Unique identifier (UDI) #: (B)(4). PMA / 510(k)#: k162516.

Event description:
It was reported that the bd ultra-fine¿ mini pen needle leaked during the injection and the consumer had "higher numbers" for the glucose levels. It was also reported that the insulin flow "stopped before complete dosage", causing the consumer to press harder on the button to "complete dosage".

Manufacturer narrative:
Investigation: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. A root cause could also not be determined because of this. Unable to perform complaint lot history check due to unknown lot number for leakage, glucose level & difficult/unable to operate.

Event description:
It was reported that the unspecified bd ultra-fine¿ mini pen needle leaked during the injection and the consumer had "higher numbers" for the glucose levels. It was also reported that the insulin flow "stopped before complete dosage", causing the consumer to press harder on the button to "complete dosage".

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd ultra-fine¿ mini pen needle leaked during the injection and the consumer had "higher numbers" for the glucose levels. It was also reported that the insulin flow "stopped before complete dosage", causing the consumer to press harder on the button to "complete dosage".